Event description:
Eminent clinical study. It was reported that in-stent stenosis of the implanted stent occurred. On (B)(6) 2017 the index procedure was performed. The 90% occluded target lesion was located in a 4.3mm left mid sfa with a reference vessel diameter of 5.2mm proximally and distally. The lesion had a total length of 85mm. The lesion was crossed through the true lumen and pre-dilatation was performed subsequently, a 6x80mm study stent was implanted. Post-dilatation was performed, with 0% residual stenosis. On (B)(6) 2019 an in-stent stenosis of the study stent was detected. A target vessel revascularization was performed on (B)(6) 2019 through a percutaneous transluminal angioplasty (pta). The patient was assessed as recovered on the same day, (B)(6) 2019.

Manufacturer narrative:
Device is combination product. (B)(6).

Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
(B)(6) clinical study. It was reported that in-stent stenosis of the implanted stent occurred. On (B)(6) 2017 the index procedure was performed. The 90% occluded target lesion was located in a 4.3mm left mid sfa with a reference vessel diameter of 5.2mm proximally and distally. The lesion had a total length of 85mm. The lesion was crossed through the true lumen and pre-dilatation was performed subsequently, a 6x80mm study stent was implanted. Post-dilatation was performed, with 0% residual stenosis. On (B)(6) 2019 an in-stent stenosis of the study stent was detected. A target vessel revascularization was performed on (B)(6) 2019 and the patient recovered on the same day.